Manufacturer narrative:
Concomitant medical products: dtba1qq ICD, 459888 lead, implanted: (B)(6)2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a right ventricular lead alert for high rate non-sustained episodes and the sensing integrity count. A request for additional information was made. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient is deceased and died of a cause unrelated to the event.